Event description:
Family member reported customer being hospitalized due to hgb and vomiting. Customer experienced several no delivery alarms. Instructed customer to monitor bg, explained 2 hbg rule and call back for hp test when clamp arrives.